Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11. Corrected field: h6(medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that no fault was found on site, and the fault cannot be reproduced, but the customer reported that the same fault occurred multiple times during the use of the equipment. The equipment was cleaned of dust, all circuit boards, valves, pumps, etc. Were reconnected, and after reinstallation, continuous testing for several hours showed normal function, and the fault did not reappear. The equipment's safety test met factory specifications. Subsequent confirmation from the customer confirmed that the fault had not reoccurred.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) repeatedly experienced a lack of counterpulsation, displaying an alarm message stating counterpulsation pressure below alarm limit. After shutting down and restarting, it functioned normally, but the same fault recurred after a period of use. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.